Event description:
It was reported that the patient experienced a withdrawal prior to a refill, because the pump refill date was missed. The pump was refilled on (B)(6) 2012. The device system was used to deliver morphine, clonidine, bupivacaine (marcaine), and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter.